Event description:
About 4 weeks after successful ICD exchange (battery depletion), a shock delivery was reported in 2007. The lead was explanted.

Manufacturer narrative:
The analysis was unable to find any manufacturing error or material defect. No deviations from the technical specifications, which could have been related to the clinical complaint, could be found. In particular, neither abrasion of the external insulation down to the electrical conductors nor a fraying of the inner insulation could be detected. The separation of the lead and the deformation of the shock coils are with high probability due to the explanation.